Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). The device was returned and evaluated by manufacturer. A visual and tactile examination identified no kinks or damages on the hypotube shaft profile. No kinks or damages were present along the extrusion however, traces of blood were visible inside the inflation lumen. A visual examination identified traces of blood inside the balloon. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified a pinhole on the balloon material. The pinhole was positioned over the distal markerband. A microscopic examination of the distal markerband and the tip section found no damage. The device was attached to an inflation unit, during an attempt to inflate the balloon to its rated burst pressure (rbp), liquid leaked out through the site of the pinhole, over the distal markerband.

Event description:
Reportable based on device analysis completed on 19sep2024. It was reported that the balloon was damage. The target lesion was located in the severely calcified lesion. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the balloon was damage and could not be used. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed a pinhole on the balloon material over the distal markerband.